Event description:
The consumer reported the patient was in a lot of pain and was given a bag of impervious fluid yesterday. The patient¿s bladder filled, and after they got the stimulator turned on, they thought they had to urinate but couldn¿t go. The patient was still in recovery and they had to catheterize them. They were in so much pain for an hour to an hour and a half until the pain subsided. The patient was in pain last night and it was in the front abdomen area. It was stated they decreased stimulation from 2.2 to 1.9 yesterday before they left the hospital. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.